Manufacturer narrative:
Device was not returned, therefore, no eval was performed. Should add'l info be obtained pertinent to this event, a f/u report will be submitted. (B)(4).

Event description:
A pt with barrett's esophagus was treated with the barrx radiofrequency ablation system. After the sizing step was completed, the sizing balloon catheter was removed and bleeding was noted from a small ulceration. The bleeding stopped on its own and the physician continued the case using a barrx 360 balloon catheter, avoiding the area with the ulceration. The ablation with the 360 catheter was successful. The physician then ablated the area near the ulceration using a focal barrx catheter. After two ablations, the physician identified a mucosal tear, which did not require treatment. However, the pt was admitted into the hosp for 2 days for observation. No further clinical sequelae were reported post hospitalization.